Manufacturer narrative:
Device: incorrect color of media.

Event description:
An international customer reported an incorrect color change with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The customer reports the media was "whitish". The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of incorrect color changes of cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 10/20/2015 to 1/14/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. A few drops of purple media were observed in the crushed vial. There were no punctures on the plastic vial or tyvek® liner which could contribute to media evaporation. No whitish colored media was observed. No manufacturing related anomalies observed. The incorrect media color complaint was not confirmed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the issue was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to the result, and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to the complaint issue. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.